Event description:
This lead was an attempted implant on (B)(6) 2012. The lead was not implanted due to an unknown product performance issue. The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).